Manufacturer narrative:
Literature article: less major bleeding and higher hemoglobin after left atrial appendage closure in high-risk patients: data from a long-term, longitudinal, two-center observational study. Summarized patient outcomes/complications of less major bleeding and higher hemoglobin after left atrial appendage closure in high-risk patients: data from a long-term, longitudinal, two-center observational study were reported in a research article in a subject population with multiple co-morbidities including vascular disease, abnormal renal or liver function, arterial hypertension, diabetes mellitus. Some of the complications reported were pericardial effusion, cardiac tamponade, bleeding (gastrointestinal, nasal/epistaxis, oral/hemoptysis), transient ischemic attack, blood transfusion (unexpected medical intervention), hematoma, stroke these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, ¿less major bleeding and higher hemoglobin after left atrial appendage closure in high-risk patients: data from a long-term, longitudinal, two-center observational study¿, was reviewed. The article presented a retrospective, multicenter study to evaluate common efficacy and safety endpoints under real-world and all-comer conditions for left atrial appendage closure (laac) regarding reduction of anticoagulation following laac resulting in a decrease of bleeding events and a rise in serum hemoglobin in a high-risk collective of patients with atrial fibrillation (af). Devices included in this study were amplatzer, abbott and watchman, boston sci. The article concluded that in this clinical relevant cohort of af patients with high risk for stroke and intolerance to oac, they showed that laac was able to reduce the rate of stroke and bleeding events, which translated into a rising serum hemoglobin concentration. [The primary and corresponding author was christian schach, department for internal medicine ii, university heart center regensburg, regensburg, germany, with corresponding email: christian.schach@ukr.de]. The time frame of the study is unknown. A total of 75 patients were included in this study. It was not confirmed how many patients received an abbott device implant. The average age was 75 years and the average gender was male. Comorbidities included vascular disease, abnormal renal or liver function, arterial hypertension, diabetes mellitus.